Manufacturer narrative:
Product event summary: data files were returned and analyzed. The image files were analyzed, and showed disturbed electrogram (egm) signals on the mini electrodes. In conclusion the reported "ventricular tachycardia" was not able to be confirmed through data analysis of the images. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the sphere catheter for radiofrequency ablation on the distal cavotricuspid isthmus (cti) line near the tricuspid valve and in proximity to the defibrillation coil of the implantable cardioverter defibrillator lead, the patient experienced ventricular tachycardia. The patient was promptly externally defibrillated out of ventricular tachycardia, and the procedure was temporarily interrupted. The procedure was completed as planned, with no additional ablation delivered in that location. No further patient complications have been reported as a result of this event.